Manufacturer narrative:
(B)(4) - portion removal is not labeled. Rupture.

Event description:
Under normal pta the advance 35lp: busted at pressure less than 11 atm, busted in the middle of the balloon and not at ends as usual, detached from sheath and had to be removed with difficulty. Remaining part of balloon had to be retrieved/removed from vessel. Patient was referred to vasc. Dept for surgery (which had been decided before the angioplasty).